Event description:
Removal of endosseous dental implant. Implant was 1 of 2 placed during a routine procedure using gtr membrane and bone augmentation. The pt presented 1 mo post-op with the implant which had exfoliated. The pt was also experiencing numbness in the area.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.